Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, " pt is a female who underwent her 2nd (r) tha revision surgery for aseptic loosening and pain of acetabular shell component. Pt signed consent to participate in a study in 2009. All explanted stryker components are being returned to stryker. Operative noted will be sent to study coordinator as they become available."